Manufacturer narrative:
H6-3221: the following was observed by engineer: the deployment knob and deployment line were returned. There was approximately 181 cm of deployment line attached to the deployment knob. This included a single fiber measuring 27 cm and another measuring 0.6 cm. Based on the examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. The images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The summary was observed by image team: the images received not have any patient identifiers. The images provided are 2 .jpg¿s and 8 video files. The device appears to be partially deployed, with the distal end of the device still constrained. This is visible on the .jpg and video files.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The device was waiting to be returned. The imaging was in evaluating.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient was implanted with a 11mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat left iliac aneurysm. Everything was fine until 1cm at the end of viabahn device couldn't expand. The viabahn device got stuck in the patient. The delivery system and deployment line couldn't be pulled out. Due to the excessive force to pull the deployment line, the distal end of stent stacked. An emergency consultation was made by experts from other hospitals. After the expert arrived, the angiography at the proximal and distal of viabahn device was performed. Then the deployment line was pulled out, and it was broken and seriously worn. After the patient had general anesthesia and an incision was made into the femoral artery, a 14f long sheath was advanced to hold the viabahn device and the catheter was pulled out hard. Finally, the catheter was removed out successfully, and the viabahn device was fully expanded. However, it moved by around 4cm at the proximal. The patient tolerated the procedure.